Event description:
This spontaneous report was received from an (B)(6) physician (patient's gp) via (B)(6) health authority (therapeutic goods administration tga) and concerns a patient (age/gender unknown) who was treated with radiesse, via submucosal injection into the vocal cord for dysphonia on (B)(6) 2013. The injection was performed by an ent specialist. On (B)(6) 2014, the patient developed neurological sarcoid, which presented as lumbar neuropathy with severe pain and leg weakness. The patient was hospitalized for the events. Corrective treatment included ongoing high dose steroids. In 2014, the patient developed cranial nerve problems. The outcome of the events was reported as not resolved. In the opinion of the reporter, the events were possibly related to radiesse. The reporter stated that this was an association and not a clear reaction. Additionally, the radiesse injected into the patient was not the product labeled as radiesse voice.

Manufacturer narrative:
No additional information is expected. The device history records for the injected radiesse lot were not reviewed as the lot number was unknown. E: the australian regulatory authority (tga), incident report and investigation scheme, device vigilance and monitoring, office of product review, therapeutic goods administration.